Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
This right atrial (ra) lead was explanted due to product performance issues. Additional information revealed that the lead presented high pacing impedances and high pacing thresholds. The patient underwent surgical intervention to replace an ICD and it was necessary to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.